Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, positioning difficulty occurred. The 70% stenosed and 50mm long target lesion was located in the moderately tortuous and mildly calcified proximal and mid right coronary artery (rca). Predilation was not performed. A 3.5x28mm ion stent was successfully deployed in the mid rca. A 3.5x20mm ion stent was advanced with the intention to deploy it in the proximal rca with a 3-5mm overlap to the previously placed stent. The guide catheter was disengaged from the ostium so the stent could be deployed at the ostium. The physician had the patient take a deep breath and positioned the stent in the desired location. Due to "tension in the system", as the stent was deployed at 14atm, the stent jumped 8mm proximally resulting in a 5mm gap between the 2 deployed stents and a portion of the proximal section of the stent was hanging out into the aorta. This was treated with multiple long inflations with the stent delivery balloon at 18-20atm to angle the stent away from the aortic valve which was determined to be successful. An echo performed later revealed normal aortic leaflet function without the leaflets touching the stent. The patient was discharged without any complications and is doing well.